Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The instrument was found to have the entire teflon pad removed from the clamp arm. The dislodged teflon pad measures approximately 0.103" x 0.407" and was not returned with the instrument. The root cause of this failure is due to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210524-0078) was last used on (B)(6) 2021 during a procedure with system sk4281. The harmonic ace instrument is a single-use device.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument "gasket" was removed. The customer noted that the piece from the harmonic ace instrument fell inside the patient and was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 02-nov-2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was cutting tissue at the time of the event. The instrument did not make contact with any other instrument or hard material during the procedure. The instrument was in use for approximately 10 minutes and performed as intended up until the reported event. After the gasket became detached from the harmonic ace instrument and fell inside the patient, the fragment was retrieved during the same procedure. It was confirmed all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. It is unknown if the instrument was removed prior to the reported issue. The instrument wrist was straightened upon final removal of the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The customer could not verify the instrument batch sequence number. The instrument is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the "gasket" became detached from the harmonic ace instrument and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the fragment to fall inside the patient. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".